Event description:
It was reported that a clearlink duo-vent continu-flo solution set leaked from a "tear" in the tubing. This occurred after priming with propofol in the anesthesia department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: additional phone #: mobile: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6(update codes), h11. H11: the actual device and a photo of the sample were received for evaluation. Visual inspection of the actual sample and photo sample showed a cut in the tubing. Pressure and clear passage under water testing were performed on the sample and a leak was observed in the tube. The reported condition was verified. The cause of the condition is related to the packaging process. A cut by the packaging machine may have occurred when a set was incorrectly placed in the pouch prior to packaging, leaving portions of the set outside the pouch and exposed to the sealing blades of the equipment. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.